Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead was "non functional". The ra lead was capped and replaced. It was also reported that the patient's right ventricular (rv) lead was "non functional", and during attempted laser explant of the rv lead the inner coils of the lead "broke free" and the lead could only be partially explanted. A replacement rv lead was then implanted. No patient complications have been reported as a result of this event.